Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient sent a letter stating that "feeling stimulation at sometime and not the other time" is "not the issue".

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) : product type programmer, patient, product ID 97755, serial# (B)(6), product type recharger. Product ID 97745, serial# unknown. Product type programmer, patient product ID m995402a00, serial# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was on saturday the pt charged the co ntroller to 100% and when they attempted to recharge the ins, they got a message to reposition antenna because it could not find the device. They got that message for an hour and they retried to recharge while getting no device found 41 times but they gave up. Last night they tried to charge the ins and after 11 tries they stopped. Pt did not know when they started having issues recharging the ins for the last charged it tuesday or wednesday. Pt said their pulse slowed down and could tell they needed to recharge the ins. Pt lost a little bit of battery in controller since saturday since they were trying to charge the ins. When trying to charge the ins now it searched for device for 30 seconds to a minute. During call when pt removed the controller battery one of the pins on the door broke. Pt verified no damage to the rtm and they could not see the controller charging port pins and noted it had always been that way since they were sent a new controller. When they got a new controller from medtronic their ins battery died and they met with a rep who reprogrammed everything for them and the rep noticed it was difficult to plug the cords into the controller. Pt had to plug the cords in at an angle but since they got a new controller from medtronic it was hard to plug both the rtm and ac power supply. Pt said it was manufactured wrong. Agent tried to get medtronic rep and event date info then pt started yelling at agent. Pt said they were in pain and the ins controlled a substance for breakthrough pain so now the pt was wanting to know if their doctor could double the dose, they were on, the dose they had now made them lightheaded the issue was not resolved. An email was sent to the repair department to replace the controller. Patient called back repeating information from previous call and reporting they did not receive the controller. Patient stated that they haven't had stimulation for several days because the implant would not charge; patient added this is their second stimulator so they know what to do. Patient mentioned previous call and working with the previous agent and going through troubleshooting and figuring out the issue was the controller; patient added they were supposed to get the controller yesterday but did not and are wondering where it is. Patient mentioned they have been offsetting their pain by taking extra pain relievers which is a controller substance from a serious car accident they had and they don't want to run out because the doctor will probably not renew. Agent pulled the tracking information and reviewed with patient. Patient asked what if the issue is not the controller and what to do then; agent reviewed information. Patient mentioned there actually were gold pins showing when the previous agent asked them to look and now, they are wondering if the issue isn't the controller so they wanted to ask. Patient asked about the error message they got 41 times; agent reviewed they would've replaced the controller as well and reviewed the error message with patient. Patient noted they have an appointment at 1pm so they hope the controller gets to then before then. Additional information was received from the patient. The patient repeated previously documented information. Patient stated they received the replacement controller on friday however, they have not been able to have their controller to work as a software issue message comes up. Agent attempted to troubleshoot software message however, patient declined and insisted a manufacturer representative (rep) meet them in person at healthcare provider (hcp) office. Patient added they were going to ask rep at their next appointment anyway because their controller hasn't been letting them change the level of the pulse. Patient reported they called hcp¿s office this morning and were instructed to call rep to coordinate appointment. Patient added they have had no stimulation whatsoever for 4 days prior to (B)(6) 2025, call to patient technical services (pats) and they were in a lot of pain and had made them cry a lot. Patient noted hcp had prescribed medication for breakthrough pain but now they're experiencing regular chronic pain that the device was taking care of. Patient stated they asked hcp if the dose could be increased, and hcp office stated they would have to see the patient in person to make that change. Due to the nature of the call as well as previously documented information, agent sent an email to reps. Patient mentioned previous implant. Additional information was received from the patient on 2025-mar-03. The patient stated that they still haven't been able to charge their ins. Caller reported that they received the replacement controller, but the battery compartment door became stuck, and they cannot remove it, nor can they access the battery pack. Caller stated that multiple family members attempted to get the battery compartment door unstuck and they were unableto do so. Caller also reported that they feel as though the need reprogramming because sometimes they feel as though they can't feel stimulation and other times, they feel that it's so strong that "it shocks them right out of their seat". Caller stated that they had and appointment for reprogramming today and that they were hoping that a rep would join them at the appointment, but a rep did not attend. Caller stated that they had another appointment on 3/7 at 9:45am and requested to speak with a rep. Agent reviewed information and sent a request to repair to replace the recharger, controller, and battery pack. Agent also sent an email to the field for visibility. The rep replied back stating that they would meet the patient on (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) product type programmer, patient product ID 97755 lot# serial# (B)(6). Product type recharger product ID 97745 lot# serial# product type programmer, patient product ID m995402a001. Product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated that they had to reschedule an appt because the reps hadn't responded. Pt said that they had called last monday and patient service (ps) was going to have a rep meet them at hcp's office and the rep was supposed to call them, however no one ever called or showed up at hcp's office. Pt said that they had no stimulation for over a month because of device and they were in a lot of pain. Pt said that they rescheduled their appt for this friday at 11 am and they were told that someone would call them, however they didn't receive any calls or messages. Pt said that they even called and checked with hcp's office and no one had called hcp's office either. Pt was under the impression that the manufacturer representative (rep) was going to call their hcp's office to coordinate the meeting for them. Agent reviewed rep/patient services role with the pt several times. Agent reviewed with the pt multiple times that the request sent to the reps on their behalf from patient services was for a rep to contact them directly if possible, however a time-frame on a response could not be provided/guaranteed. Agent advised the pt that a rep had replied back to patient services indicating that they were going to reach out to them. Pt said that they had "state of the art" technology and they didn't have any messages or anything from anyone, so the rep should be fired for lying and saying that they were going to call them when they hadn't. Agent verified with the pt that the phone number provided to the reps was correct. Agent advised the pt that another message would be sent out to the reps requesting contact on their behalf again, however a time-frame on a response could not be provided/guaranteed. Agent suggested that they contact hcp's office again for assistance with coordinating having a rep invited into an appt. Pt said that they had this same problem with rep right after they got their first ins in 2013 and so nothing had changed in all this time. Pt said that they would call back every hour on the hour and potentially ask for a supervisor. Pt said that they should be reimbursed the (B)(6) cancellation fee for having to reschedule the appt. Pt ended the call by saying that they would get an attorney if they didn't hear from someone today. Pt then disconnected the call.